Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient and surgeon had a very difficult time pumping the implant and couldn't pump. Pump was intact.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and documentation of the returned device and updated device information. A titan touch pump was returned for evaluation. Examination and testing of the returned component revealed no functional abnormalities. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint. A review of the complaint history database revealed no trends for lot 5813259. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Because no functional abnormalities were observed, quality cannot determine the cause of the reported event.